Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from the urology department that the calcium chloride with volume to be infused of 100ml and a set rate of 10ml/hour that was started at 1715 was completed between 2210 and 2215. It was reported that there was no adverse effects caused to the patient and it was unknown if there was a delay of or change in treatment as a result of this event.

Event description:
It was reported that calcium chloride drip 100ml was programmed to run at a rate of 10ml/hr over ten hours. The infusion was started at 1715; however, it was completed sooner than intended, between the hours of 2210 and 2215. The physician and rn was made aware of the event. There was no patient impact. The event occurred at the urology unit.

Manufacturer narrative:
Although requested, patient demographics were not provided. The report of an over infusion was neither confirmed nor replicated during functional testing. The pcu event log shows the pump module listed as the suspect device ((B)(6)) was programmed to infuse a basic infusion at a rate of 10ml/hr with a vtbi of 90ml at 6:50 am on (B)(6) 2020 and ran until 5:11 pm when the user changed the vtbi to 90ml. This is believed to be the start of the infusion that was stated in the event description. Between 5:14 pm and 5:24 pm, there was a problem with air-in-line that the user tried to resolve but appears to have been unable to. The device was then channeled off. The volume recorded as being infused from 6:50 am to 5:24 pm on (B)(6) 2020 was 102.483ml. At 5:33 pm, the user programmed a different pump module ((B)(6)) to infuse a basic infusion at 10ml/hr with a vtbi of 90ml. This device was not returned for investigation. This device also experienced issues with air in line, however the user was able to resolve the issues and start the infusion. The infusion was then ran until 9:32 pm, when the device alarmed for air-in-line again. This time the user paused the infusion and subsequently channeled the device off. The volume recorded as being infused during this period was 38.571ml. A review of the device error logs found no errors during the time of the reported event. Functional testing performed found the returned pump module to be delivering fluid within specification. The mechanism assembly was completely disassembled, and no anomalies were noted that could have contributed to the reported issue. It is unknown as to why the customer stated that the issue occurred on pump module (B)(6) when the log shows that a second pump module ((B)(6)) was used after being unable to resolve air in line issues on pump module (B)(6). Review of the pump module (B)(6) service history record showed the device had a manufacture date of 19jul2007. A review of the device service history record was performed beginning from the date of manufacture to the present date 30may2020 and indicated that this device has been previously returned for service one time in may of 2008 for the lvp spring recall; the device was x-ray inspected only. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The root cause of the reported over infusion was not identified. The event administration set was not returned for investigation.